Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the integrated electrosurgical unit (iesu) was unable to deliver monopolar energy. The customer power cycled the system, but the issue remained. The customer noted that they were using a bovie instrument. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to use a third-party generator, but the customer did not have one and opted to use the backup vision side cart and iesu for the case. The procedure was converted to another da vinci surgical system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse went on site and replaced the integrated electrosurgical unit (iesu) due to errors m-11 and m-30. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have errors. The unit started up with no errors. The unit did energize and cauterize. The unit also recognized all instruments ports. While testing, the unit gave error c-30. The complaint was confirmed based on the field evaluation/failure analysis.